Manufacturer narrative:
(B)(4). It was reported that calcification was noted in the common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other four proglide devices referenced are being filed under separate medwatch MFR numbers.

Event description:
It was reported that suture placement was attempted in the moderately calcified left common femoral artery (lcfa) and the right common femoral artery (rcfa) using the preclose technique prior to abdominal aortic aneurysm procedure (aaa). The arteriotomy was 6fr and during the aaa procedure, the sheath was upsized to a 18fr sheath. Reportedly, a cuff miss occurred with two proglide devices in the lcfa and two additional proglide devices were placed using the pre-close technique and successfully closed the access site following the aaa procedure. Reportedly, a cuff miss occurred in the rcfa with two proglide devices and two additional proglide device were placed using the pre-close technique. Following the aaa procedure the knot of one of the proglide device was being pushed to the access site when the suture broke. Another proglide device was used and the rcfa was successfully closed with two proglide devices. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device and established in the pre-close technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.